Event description:
Information was received regarding a an unknown cadd pump. It was reported that the device alarmed for high pressure as patient's daughter prepared new cassette. She denied any kinks or clamps on the tubing. The current pump is running fine with the current cassette. She was advised to switch to a new cassette, the pump alarmed again with no kinks or clamps present. Once the daughter attached a new cassette with new tubing to the pump and pressed prime, the pump alarmed again for high pressure. She tried switching the new cassette to the former pump, then the call suddenly disconnected. The infusion was life sustaining, and the event is reportedly ongoing. There was no patient, or clinician injury reported.

Manufacturer narrative:
Other, other text: information was received indicating patient's daughter called pharmacy and reported that the outcome is now resolved. Patient information received.